Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left knee replacement in which a shapematch cutting guide was utilized. It is alleged that "x-rays showed early loosening as well as instability in plaintiff's left knee." The patient was revised on (B)(6) 2013.

Manufacturer narrative:
An event regarding loosening and instability involving a left shapematch cutting guide was reported. The event was not confirmed. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: similar events have occurred for the us shapematch cutting guides. These events were determined to be associated with a voluntary hold ph2012-122 and voluntary recall ra 2012-171. Conclusions voluntary hold ph2012-122 and voluntary recall ra 2012-171 were initiated for us shapematch cutting guides due to the potential risks associated with these devices. The reported instability is considered to be under the scope of this recall.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left knee replacement in which a shapematch cutting guide was utilized. It is alleged that "x-rays showed early loosening as well as instability in plaintiff's left knee." The patient was revised on (B)(6) 2013.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.